Event description:
The account generated a false negative axsym cmv igg result on a specimen that repeated positive (>250, no units of measurement provided). Three different specimens from the patient all tested axsym cvm igg positive (>250, no units of measurement provided). Customer service and support suggested to change the axsym analyzer probe. The false negative axsym cmv igg result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation results - the root cause for the erratic results could not be determined with the available information. The customer probe was replaced and there have been no additional complaints generated. A review of tracking and trending showed the current rate for erratic occurrences/ million tests and complaints/million tests are within expected action limits. The axsym system operations manual provides adequate information concerning erratic/inconsistent results. The axsym cmv-g package insert provides literature in describing suitable specimens, results, and limitations of the procedure. Samples must be clear of fibrin, red cells and particulate matter and must be clarified by centrifugation at > or = 10,000 x g for 10 minutes before testing. Failure to follow package insert instruction may cause erroneous results. Review of (B)(6) 2009 metrics did not identify an adverse trends in conjunction with the complaint issue currently under investigation. The root cause for the erratic results could not be determined with the available information. The axsym system operations manual provides adequate information to resolve the customer described issue, including replacing the probe. The cmv-g package insert instructs the operator to verify specimen integrity and samples must be clarified by centrifugation at > or = 10,000 x g for 10 minutes before testing. A deficiency of the axsym system was not identified. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.